Manufacturer narrative:
(B)(4). Batch # p5920e. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, most of the deployed staples were unformed at the firing. The device was used between the colon and the rectum. The anastomose site was cut and mobilized. It was unknown if the extra tension was applied at the firing. The legs of stapling were not bent. There was no bleeding and leakage with the patient. The surgeon used the replacement device and completed the procedure. The patient is stable. There were no adverse consequences to the patient.